Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.9, re-test: 4.4, lab: 2.7. Pt was getting ready for surgery. Tested at the lab on the same day within one hour of meter test.